Manufacturer narrative:
No additional information was provided.

Event description:
It was reported that patient further received 1 unit of packed red blood cell (prbc) on (B)(6) 2018 for low hemoglobin and hematocrit (h/h). No additional information was provided.

Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# g140113. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 6 months. The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient complained of black stools for a week along with nausea and lowered exercise tolerance the past three days. The patient was admitted to the hospital on (B)(6) 2018 due to anemia with hemoglobin and hematocrit (h/h) down to 5.7/17 g/dl and was transfused with 2 units of packed red blood cells (prbc) on day of admission. Patient was placed on clear liquid diet with close monitoring of h/h and coumadin was held. Patient was transfused with 1 unit prbc on (B)(6) 2018 and 1 unit prbc on (B)(6) 2018. Site of bleeding was unknown. No additional information was provided.